Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial neck and tapered spacer trials would not come apart.. Csr staff noticed while cleaning. Lot #s not available they appear to be worn off due to staff trying to disassemble the parts. No patient info available. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.